Manufacturer narrative:
(B)(4). Corrections: device has been returned for evaluation. Evaluation summary: it was initially reported that the device was not available for evaluation. The device was subsequently returned for analysis. The separation was unable to be confirmed; however the tip coils were noted to be damaged, which is what was likely meant to be reported by the account. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified. Additionally, one unused sample with the same part and lot number as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. The unused returned device did not show any indication of deficiency.

Event description:
It was reported that during a procedure of the circumflex (cx) and intermediate branch, the balance middleweight guide wire (bmw) was positioned in the cx and balloon angioplasty using a drug eluting balloon was performed without incident. The guide wire was left in the vessel. A second bmw guide wire was advanced to the intermediate branch and a percutaneous transluminal coronary angioplasty (ptca) procedure was performed and placement of a drug eluting stent. The second bmw guide wire was removed without incident or resistance noted. During the attempted removal of the bmw from the cx resistance was noted and the physician used slight force to facilitate removal. The procedure was concluded with success and the patient was reported as doing fine. Outside the anatomy, the bmw guide wire removed from the intermediate branch had been placed in a solution and was noted to have mini fragments. The bmw guide wire removed from the cx was noted to have frayed at the distal part. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the review, no product deficiency was identified. The additional balance middleweight is being filed under a separate manufacturing report number.